Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. The pt's blood glucose results were 37mg/dl, 174mg/dl. Tests were done within < 10 mins with a difference of 115%. Pt did not experience any adverse events. No further info has been reported.